Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. The reported cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use (eifu), states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an embolization interventional procedure using a 7f sheath. Reportedly, when attempting to place the first prostyle device, no blood flow was observed from the marker lumen. Despite not observing blood flow from the marker lumen, the device was deployed and a cuff miss [suture retrieval issue] occurred. A second prostyle device was attempted; however, blood marking did not completely cease on positioning the foot against the vessel wall. Another cuff miss occurred. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017- failure to follow steps/ instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.